Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was above 100 mg/dl and 95 mg/dl. The customer stated that they had issues with battery and changed them. It was reported that the display was flashing white. The troubleshooting was performed and was advised to change the battery and the display did not return. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.